Manufacturer narrative:
Based on a review of the provided medical records, the pt was treated for a left indirect inguinal hernia on (B)(6) 2008 using a bard kugel hernia patch. That was allowed by a repair of a right indirect inguinal hernia with a bard kugel hernia patch one week later. On (B)(6) 2008, the pt was treated for a recurrent right inguinal hernia. That procedure included decompression of the ilioinguinal nerve entrapment. It appears that the repair was made with sutures, and there is no indication that the kugel patch failed or was explanted. On (B)(6) 2009, the pt was treated for a proximal left inguinal hernia in using a non-bard mesh. Again, there is no indication that the bard mesh failed or was explanted. While there is no indication that the bard products contributed to the reported recurrences, it is listed as a possible adverse reaction in the instructions for use. Based on the medical records provided, no device failure has occurred.

Event description:
Based on a review of medical records provided by pt's attorney: on (B)(6) 2008 - repair of left indirect inguinal hernia with bard kugel hernia patch. On (B)(6) 2008 - repair of right indirect inguinal hernia with bard kugel hernia patch. On (B)(6) 2008 - repair of recurrent left inguinal hernia excision, decompression ilioinguinal nerve entrapment. On (B)(6) 2009 - repair of recurrent left inguinal hernia with gore mycromesh.